Event description:
The sales rep reported on behalf of the surgeon that a revision hip replacement was performed due to a fractured ceramic head. He added that the primary implantation took place in (B)(6) 2008. He further explained that on the (B)(6) 2011 a dislocation of the stem (out of the cup) happened and that a full system revision had to be performed the next day, due to extensive damage of cup and stem. He added that the outcome was satisfactory.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.